Event description:
Reportedly the device was explanted after an implant duration of 59 months due to tricuspid regurgitation and moderate mitral stenosis.

Manufacturer narrative:
Device not returned.